Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer was unable to update its firmware was confirmed. The device was returned for physical analysis. Analysis was unable to confirm the customer comment that the mobile programmer was unable to update its firmware. It was determined at analysis that the mobile programmer failed functional testing for microsemi trimmed tx power (channel 1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer was unable to update its firmware. The mobile programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. Application version: 4.4.2 host tablet os version: 18.3.1.